Event description:
Same case as medwatch 4400150000-2011-8021. It was reported that during a rotational atherectomy treatment procedure, a tip detachment occurred. Patient presented with angina. Access was obtained through the right femoral artery. The de novo lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). The physician was advancing a 330cm rotawire guide wire to the lesion and when the tip of the guide wire broke off in the lad. The physician's attempts to retrieve the wire fragment were unsuccessful. Patient was sent for CABG. Post surgery the patient's status is progressing.

Manufacturer narrative:
(B)(4). Device evaluation: examination of the returned device revealed that the core wire was fractured at 329.2cm from the proximal end and the spring tip was unraveled. The outer diameters were measured and all measurements are within the specifications. The fractured section was sent to mtac lab for analysis and the results of their analysis concluded that the fracture occurred due to a tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
(B)(4). It was reported that during a rotational atherectomy treatment procedure, a tip detachment occurred. Patient presented with angina. Access was obtained through the right femoral artery. The de novo lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). The physician was advancing a 330cm rotawire guide wire to the lesion and when the tip of the guide wire broke off in the lad. The physician's attempts to retrieve the wire fragment were unsuccessful. Patient was sent for CABG. Post surgery the patient's status is progressing.

Manufacturer narrative:
Device (B)(4) relates to component (B)(4) and (B)(4). (B)(4).